Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2016, where the lead was explanted and replaced . The patient reported effective stimulation therapy postoperative and the reported issue is now resolved.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was involved in a recent motor vehicle accident. In turn, the patient's stimulation changed. It was noted the stimulation moved from low back to the low legs. X-rays were taken and revealed lead migration. In addition, diagnostic testing revealed high/invalid impedances. The patient will undergo surgical intervention as the next course of action.